Event description:
On (B)(6) 2013, the lay user/reporter, the patient's mother, contacted lifescan to report the one touch ping meter was giving inaccurately low readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient obtained the low blood glucose readings of 20 mg/dl and 30 mg/dl on the reported meter. The patient took the action of decreasing her insulin doses. At 8:47 pm, the patient experienced the symptoms of frequent urination, thirst and tested positive for ketones. The patient tested her blood glucose level using her backup meter, and obtained the readings of 300 mg/dl and 590 mg/dl. The patient administered self-treatment by taking 16 units humalog insulin via her pump. She did not seek any medical attention or treatment. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels after she modified her insulin regimen based on low meter readings, and received treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.